Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - pre/approaching eri: battery voltage data in (B)(4) shows bat= 2.724 volts on (B)(6) 2012, ageing timestamp date on (B)(6) 2012, device is before rrt. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.